Manufacturer narrative:
Serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing to multiple stations. A technical support specialist (tss) ran a site down query and observed no new messages since may 14, 2026. Attempted to deploy the care fusion coordination engine (cce) remote smart service (rss) package, which failed, and restarted external messaging services in es, but messages did not process. Upon remote access to the cce, services were found running; however, approximately 1400 messages were stuck in the es outq. An error related to med es mbm and es web services connectivity was identified. The es team resolved the server-side issue, and tss performed an iis reset, after which messages began draining and processing. Customer confirmed that messages were successfully crossing. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing to multiple stations, though orders were visible on their side. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.